Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test and then would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test, was unable to sync/cardiovert the patient, then would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and also correcting information submitted on the initial report. Please reference sections h6 (medical device problem code). Evaluation results: the device was returned to zoll medical canada for evaluation. The customer's report of "device failed self test" and "unable to sync/cardiovert patient" were observed during review of the device logs. However, testing of the device was unable to duplicate the reports. The processor/bridge/pace board was replaced as a precaution. The customer's report of "no power" was not replicated or confirmed. No power related errors were found in the data file. In working with the customer, it's suspected this may have been related to a depleted battery. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.